Event description:
Lap cholecystectomy "surgeon was using ca500 during procedure. The ca500 was introduced through an 11mm applied medical trocar. The surgeon was able to load and fire 4 - 5 clips w/o incident. Upon the next attempt to pull the trigger and load the clip, the entire jaw (2 inches long) shot out of the clip applier and into the pt's abdominal cavity. The ca500 was removed, jaw piece retrieved, and an ethicon clip applier used to complete the case. An x-ray was performed to ensure no add'l pieces fell off into the pt's abdomen."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.